Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-02631 for the first trapezoid rx basket and manufacturer report#3005099803-2017-02772 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was noted that the side car-rx (guidewire lumen) was pushed back. An attempt to cannulate the bile duct was unsuccessful due to the condition of the device. A second trapezoid basket was used and the side car-rx was also found pushed back. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
A visual evaluation of the returned device found the basket was closed and the basket tip was intact. The unit presented side car-rx pushback out of specification. The evaluation concluded that during the procedure, manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is "operational context". The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2017-02631 for the first trapezoid rx basket and manufacturer report#(B)(4) for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was noted that the side car-rx (guidewire lumen) was pushed back. An attempt to cannulate the bile duct was unsuccessful due to the condition of the device. A second trapezoid basket was used and the side car-rx was also found pushed back. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.